Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl). Customer changed pump supplies and administered a bolus with the pump to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin. Reportedly, customer was also undergoing cardiac monitoring and a liver biopsy. Troubleshooting with tandem technical support indicated pump was performing as intended. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.